Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer experienced blood glucose (bg) levels ranging between 365-474mg/dl and small to trace ketones. Manual injections were administered to address the bg levels. As the occlusion alarms had occurred in the past, tandem technical support (cts) was unable to perform a system check to determine a possible cause of the occlusions. Cts assisted the customer with a supply change in order to resume pump therapy.